Event description:
It was reported to boston scientific corporation in 2008 that an endovive standard peg sits push method was used during a percutaneous endoscopic gastrostomy placement procedure performed on four days earlier. According to the complainant, during the procedure, the loop on the snare disconnected from the catheter, while inside the pt. The physician was able to retrieve the loop with biopsy forceps. The procedure was completed with a different snare device (manufactured by olympus). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undermined.